Event description:
I can't fully bite down. My left side lateral incisors #10 and #23 are contacting each other and I can't fully bite down. L10 and l23 contact each other which does not allow me to get a full downward bite. (B)(6) 2024 cust provided bite video. (B)(6) 2024 cust stated I have a dentist appointment scheduled for(B)(6). I'll have the documentation and necessary photos to you following that appointment update 7/8/2024 in case(B)(4) cust replied via email I'm not the expert, so I'd defer to my prior concerns, and would appreciate a consult with my assigned dentist from byte.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.